Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e, serial/lot: (B)(4), description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was feeling great stimulation during the trial phase but noticed swelling in the right leg. The patient underwent an explant of the trial leads by an emergency room physician as it was observed the patient developed blood clots. The patient was put back on blood thinners and returned home.